Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information: the patient tests between five to six times a day and manages his diabetes with novolog insulin (via insulin pump). The patient corrected and clarified that the alleged issue first began on (B)(6) 2012, when he started using the subject test strips. In response to his reading with the subject meter, the patient clarified he would administer his insulin and correction bolus. Prior to going to bed, on (B)(6) 2012 (at 10pm) the patient indicated he obtained a reading in the 200's with the subject meter and based on his reading, the patient stated he treated himself with insulin (dosage unknown). The patient clarified when he woke up (at approximately 11:30pm), the paramedics were already in his bedroom and had administered glucose gel as treatment. Prior to receiving treatment, the patient indicated his wife had contacted the emergency medical service (ems) because he had lost consciousness and he had obtained a reading of "20mg/dl" with the ems' meter. The patient was soon after transported to the hospital and was given additional treatment (type unknown). The patient indicated his wife brought the subject meter and test strips with her to the hospital. During the patient's time in the ER, the patient indicated his blood glucose was tested with the hospital's meter every 30 minutes (results unknown). At an unknown time, the patient stated he simultaneously (using the same sample of blood) obtained a reading in the "300's" with the hospital's meter and a reading in the "500's" with the subject meter. The patient indicated he was discharged from the e.r. Approximately 5-6 hours later. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The test strips and meter involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the test strips involved with this complaint failed for control solution high due to the test strips and test strip vial were exposed to moisture. The meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.